Event description:
The manufacturer received information alleging a malfunction of a trilogy 100 ventilator to successfully complete initial power up. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's interface printed circuit assembly required replacement to address the issue. However, no repairs were completed because the device was scrapped.